Manufacturer narrative:
Other, other text: corrected data: g4 the correct date is 10/27/2020 on aware date in follow up 001 that was submitted.

Event description:
Corrective information is listed below.

Manufacturer narrative:
Other, other text: h-10 investigation completed on a smiths medical cadd legacy 6400 pump. The alarm will not run and no disposable attached was not duplicated during testing. No event log evidence recorded. Recalibrate and ran upstream sensor and replaced downstream sensor as preventative action. Also battery door was replaced. The complaint was not duplicated and preventative action was taken. Additional information event occurred while in patient use. No patient harm. Patient details updated on cover page along with date of event.

Event description:
Investigation completed and summary is in h 10. Additional information cover page updated on patient details no patient injury. Date of event updated.

Event description:
Information was received indicating that a smiths medical pump alarmed "no disposable, pump won't run". The pump began to alarm while the pump was attached to the patient with pump tubing in place. There were no adverse events reported.